Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent an unspecified breast augmentation with an unknown mentor breast implant has experienced bilateral capsular contracture grade iii on the left and IV on the right-side post procedure. As a result, patient underwent bilateral replacements as follow: l/ cat#: 3503254bc, sn#: (B)(4) cat#: 3503254bc sn#: (B)(4). On (B)(6) 2015. This report relates to the right prosthesis. The type of device involved is unknown, and the gel procode/common device name are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
Additional information received on march 7, 2022 indicated that the suspect devices were mentor silicone implant. Date of implantation was on (B)(6)1983". The patient also experienced bilateral implant rupture. Patient also underwent bilateral capsulotomies''. Manufacturer¿s reference number: (B)(4).